Manufacturer narrative:
(B)(4). Additional information: a manufacturing record evaluation was performed for the finished device vr416; pdcblje0 number, and no non-conformances were identified. Device evaluated by MFR investigation summary: pictures were returned for analysis. Upon visual inspection of the photo there was indication of ¿reverse cutting¿ in japanese language could be observed and no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Device evaluated by MFR investigation summary: an empty opened box and twelve representative samples of product code vr416; pdcblje0 were received for evaluation. During the visual inspection of the opened box, it was found that there was indication of ¿reverse cutting¿ in japanese language and the finished drawing specification of the needle shape is for a taper point needle. The print information of the twelve representative samples were comparison against the finished drawing and the information was confirmed to be correct, the drawing and indication belong to taper point needle. In addition, the packets were opened, and the tip needles was inspected under 10x magnification and were confirmed to pertain to sh needle. According to visual inspection of the box, the packaging labeling identification cause was due to wrong and/or mixed dispenser box.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that on (B)(6) 2019, it was found in the inventory that there was indication of ¿reverse cutting¿ on the box though the spec of the needle shape is taper point. There were no adverse consequences to the patient. No additional information was provided.